Event description:
It was reported that patient underwent femoral repair procedure on (B)(6), 2010, during the surgery femoral connecting bolt fractured inside the femoral nail. Fractured portion remained in the nail and both the fractured portion and the femoral nail were removed. As a result a delay of sixty minutes was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under precautions states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement".

Manufacturer narrative:
The tip of the bolt was cross-threaded into the nail, altering the loading experience of the bolt. This change in the loading experience caused a bending-stress fracture to occur.